Manufacturer narrative:
Device passed self test and displacement test. No pump error 23, or power loss alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer's blood glucose value was unknown. Customer had been off the pump for the past week he replaced battery and got error. Insulin pump will not be returned for analysis.